Manufacturer narrative:
The pump was received with a pump error 38 alarm during rewind due to corroded motor home switch. Unable to perform the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, and occlusion test due to pump error 38 alarms.

Event description:
The customer reported via phone call that the insulin pump alarmed while trying to rewind. The customer¿s blood glucose level was 57 mg/dl at the time of the incident. The customer reported that they were able to rewind, however the pump would alarm during the rewind. Troubleshooting was performed and did not resolve the issue. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
The initial report and or supplemental report had the incorrect aware date. The correct aware date is january 22, 2019.